Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have multiple indentations/burrs on the outer face of the distal idler pulleys. There were pieces missing measuring approximately 0.0655" x 0.0715". Grip cables/other components adjacent to this indented pulley showed damage. Additional observation related to customer reported complaint: the instrument was found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found abnormally sharp or damaged components that could have contributed to the cable breaking. The common cause of the failure mode distal pulley mechanical indentations/burrs was attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the tip-up fenestrated grasper instrument distal tip area was observed with a "chip or nicked". There was no patient harm due to this event.